Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 670 mg/dl; cause was not known. Insulin was delivered and water consumed to address bg. Customer went to the emergency room (ER) for diabetic ketoacidosis (dka). Intravenous fluid was administered and bloodwork was performed. Reportedly, after 2 days customer was admitted to the hospital with bg of 180 mg/dl and feeling drained. Although multiple attempts were made by tandem technical support to obtain additional information regarding hospitalization, customer did not reply.